Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. An error code ¿8476¿ was seen on the patient¿s personal therapy manager (ptm) meaning motor stall on (B)(6) 2016. The patient had heard an alarm and would follow up with the healthcare provider (hcp). The patient went to the emergency room (ER) and had oral medications to avoid withdrawal. No symptoms were reported. It was further reported the pump had started back up and the patient noticed the alarm was not going off anymore; however the patient was not sure when. He decided to try his ptm on (B)(6) 2016 and reported that it worked. He called the hcp office but was told that the pump would most likely still need to be replaced. The patient did not have any testing and was not around any magnet source. The patient had only had the pump since 2012. The patient inquired about financial assistance if he had to have the pump replaced. The patient was redirected to the hcp to determine what his next steps would be. The patient mentioned insurance and having a high deductible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.